Event description:
Th nurse called to report on (B)(6), the pt activated a new pod and her blood glucose and insulin history is as follows: see scanned table. Her bg measured 291 mg/dl at 5:52 pm, 255 mg/dl at 8:46 pm with no boluses reported. She went to the hospital and was admitted for diabetic ketoacidosis. At the hospital, she was treated with 2 manual injections of 2.0 units of insulin and two bags of fluids that also contain anti nausea medicine intravenously. At 10:16 pm she deactivate the pod. The nurse stated the pod looked like it had an air bubble in the cannula. There was also a bend in the cannula and the tip of cannula seems to be "flat". She is feeling much better now between the new pod she just activated and manual injections to bring her bg levels back to normal.

Manufacturer narrative:
The product was not returned for evaluation. We are unable to confirm any product malfunction or the reported bent cannula or to determine whether it contributed to the pt's ketoacidosis and hospitalization. Qualification records were reviewed and the product lot met all acceptance criteria. The omnipod's user guide warns to "test results greater than 250 mg/dl mean high blood glucose (hyperglycemia). If you get results above 250 mg/dl, but do not have symptoms of hyperglycemia repeat the test. If you have symptoms or continue to get results above 250 mg/dl, follow the treatment advice of your healthcare provider," and "if left untreated, dka can cause breathing difficulties, shock, coma, and eventually death." It also advises "if your blood glucose is 250 mg/dl or above, check for ketones. If ketones are present, follow your healthcare provider's guidelines. If ketones are not present, take a correction bolus as prescribed by your healthcare provider. Check blood glucose again after 2 hours. If blood glucose levels have not decreased, take a second bolus by injection, using a sterile syringe. If you feel nauseated at any point, check for ketones and call your healthcare provider immediately. If blood glucose remains high after another 2 hours (a total of 4 hours), replace the pod."